Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 250 mg/dl with symptoms of vomiting. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there was a prime issue with the pump contributing to the elevated blood glucose level. During the course of troubleshooting it was determined that the patient was not completing the prime steps after changing a cartridge. This complaint is being reported based on the allegation that the patient had a hyperglycemic event as a result of use error of the device.